Manufacturer narrative:
The pump passed the displacement test, rewind and basic occlusion tests. No unexpected error alarm noted during testing. However, other error alarms were found in the alarm history due to corrupted history files. The pump had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a displayable history check failed on startup. The customer stated the alarm has occurred more than once a week. The customer was advised to replace the insulin pump. No additional information provided.